Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she got a power error detected and blood glucose was 440mg/dl. Customer stated that she changed battery last night with no issue. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g or 640g pump with software version 2.6. Customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue. The customer hasn't taken a correction for high blood glucose. The customer declined to troubleshoot for high blood glucose. Later customer treated it with manual injection. The insulin pump will not be returned for analysis.